Event description:
A discordant high immulite 2000 ahb result was obtained on one (1) pt sample. The result was reported to the physician. The laboratory noticed switched probe wash/water lines and therefore, repeated all previous day's samples (in duplicate). The repeat result was reported to the physician. There was no known report of adverse health consequences due to the discordant ahb result.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) evaluated the instrument data. After eval of the immulite 2000 instrument data, the tse concluded that the cause of the discrepant ahb result was likely due to the switched probe wash/water lines. The instrument is performing within specifications. No further eval of the device is required.